Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the 22nd they got the interstim then on the 25th had a pain pump put in, both from medtronic. Patient stated their interstim worked right off the bat clarifying that they could feel stim in their bike seat and it helped their symptoms. Patient said they do not know the date but they realized a couple of days ago, they do not feel any stimulation in their bike seat even after increasing stim to to 8.0, they have only one program option so they cannot try another program. Patient reported it is all kind of "wadded up" in their back off to the side towards both devices (patient said their interstim and their pain pump are on the same side). Patient clarified the "wadded up" feeling meant they notice stim sensation at the interstim ins site but do not notice their pump. Patient said they reported this to the urologists office and the urologist said to call medtronic. The patient was redirected to their healthcare provider (hcp) to further address the issue to have their system checked in person and to potentially get other program options. The patient's relevant medical history included patient reporting that they did not know the date but initially stated they were not having bowel movements and they noticed "a lot of gas which was high pitched" and felt like "something tight" however they clarified they were having bowel movements and have had 2 bowel movements that were very big and felt like they were having a baby. Patient said they have been taking lactelose even before their surgeries due to the pain meds they have been on, which they had prior to their surgeries. Patient said their follow-up appointment is in september.